Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 420 mg/dl, at the time of incidence. Customer reported that they did received no delivery alerts. The drive support cap of the insulin pump was damaged. Customer had nausea and difficulty in breathing like symptoms. Customer also reported that insulin pump was not working. Customer declined to troubleshoot for high blood glucose level also to return the insulin pump. The insulin pump will be returned for analysis.